Manufacturer narrative:
Taper 1. Visual examination of the returned device determined the access port tubing connector to be a taper I. The reporter of the event was asked to provide the implant date and the device serial number. That information has not been provided. Yet. The device has been returned, however our device evaluation is not complete. Results of the device evaluation will be reported via a supplemental report.

Event description:
Reported as, "access port broken at connection side."